Manufacturer narrative:
Device available for eval, returned to MFR on, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: returned product consisted of a vessix guide sheath with the dilator in the lumen. The distal tip was damaged. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
(B)(4) study. It was reported that during the index procedure "a "crimping issue at transition point with the dilator". A new sheath was used.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study. It was reported that during the index procedure "a "crimping issue at transition point with the dilator". A new sheath was used.